Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that she had three separate infusion sets malfunction. Customer reported that her blood glucose reached a level of 400 mg/dl while using these infusion sets. Customer also reported issues with two sensors failing early in their use. Customer also reported that the hinge clip on her belt clip keeps sliding out. The belt clip is expected to be returned. Customer was able to troubleshoot during the call. No other products are expected to be returned.